Manufacturer narrative:
(B)(6).

Event description:
Information was received indicating that a smiths medical cadd-legacy® pca pump cassette was empty, while normally the cassette could be used the entire day. The patient has been reported to be playing with the pump and its settings. The reservoir volume was noted to be set at 95 and the dose at 7.1 following placement of a new cassette; which are reported to be too high. There are reported "issues" with the pump with no noted adverse effects.

Manufacturer narrative:
Missing information.

Event description:
The pump was on ll0.

Manufacturer narrative:
One pump was returned for analysis in used condition. Visual inspection of the pump showed that the pump was in good physical condition. Review of the event log indicated that the pump was used in lock level zero which grants the patient the ability to adjust the pump settings. Functional tests including use testing and accuracy testing were performed. The delivery accuracy tests found the pump to be well within the published specification of +/-10%. No problems were found with the dose functions of the pump. Review of the event log found that all requested doses recorded as completed. Additional event log review found three stuck key errors were recorded and multiple power events are recorded near the end of the log. The pump was opened and inspected. The inspection found that the shield on the front housing was loose. The multiple power events may be the result of the loose shield. The front housing was replaced. Based on the evidence, the complaint was confirmed. The root cause of the extra doses was user error. The root cause of the loose front shield was unable to be established.